Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) experienced a needle that would not retract during use. The following information was provided by the initial reporter: material no: 382523, batch no: 8340870. Needle did not retract properly on one of the bd insyte autoguard IV needles. # 22 guage. Needle put in sharps container.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) experienced a needle that would not retract during use. The following information was provided by the initial reporter: material no: 382523 batch no: 8340870 needle did not retract properly on one of the bd insyte autoguard IV needles. # 22 guage. Needle put in sharps container.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.